Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having thoracolumbar s pine degeneration surgery. It was reported that the capstone has broken. The device fragments were left inside the patient. The patient had a half cfusion inside the body. No plans to withdraw at the moment. There were no patient symptoms reported. There were no further complications reported regarding the event.

Manufacturer narrative:
Foreign country: (B)(6). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.